Event description:
The customer reported that the catheters have a slight cut above the eyelets. He has experienced bleeding after catheterization and had a uti. He is now feeling fine and has no bleeding.

Manufacturer narrative:
No samples have been returned. The customer reported that he had discarded the catheters. A process evaluation is ongoing. A follow-up report will be filed when the eval is completed.